Manufacturer narrative:
Monitoring for motor error alarms. Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Pump error (variable 3) alarms were present in the insulin pump history file due to poor solder joints on keypad assembly. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error alarm. Their blood glucose was 178 mg/dl. During troubleshooting, the customer was assisted in clearing the alarm and stated that they were not exposed to a high magnetic field. They were able to rewind their pump and they were assisted with performing the displacement test and stated that the test passed. The customer mentioned that they are not sure if the pump was dropped or not and that the pump error alarm occurred during bolus delivery. The customer was advised to disconnect from the pump and to remove the reservoir from the pump. They were assisted with rewinding the pump and the pump error did not occur. The customer was assisted with performing a self-test and it failed. They were advised that the pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.